Event description:
Boston scientific received information that this patient exhibited high shock impedances on their right ventricular lead. There were no defibrillation threshold testing (dft) done at the initial lead implant. When a boston scientific sales representative (sr) was called to assist with a patient that was experiencing atrial fibrillation (af), defibrillation threshold testing was then done, during which the impedance measurements as well as all other lead measurements, were noted to be within an acceptable range. It was also noted that there were no episodes of ventricular tachycardia or ventricular fibrillation (vf) recorded in the device's arrhythmia logbook. In an attempt to address the af and vf, a shock was given on the t-wave which broke the vf and during the same episode a commanded cardioversion was done which broke the patient's af. This patient is not pacemaker dependant so the patient was asymptomatic as a result. For right now they will continue to monitor lead system on latitude, the physician does not want to do anything further right now.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.